Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received and visually inspected and was found non-conforming with foreign matter on the inner diameter of the port. The sample was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Foreign matter was observed on the inner diameter of the port, however, the returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).